Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a no delivery alarm during the basal and bolus process. The reservoir still had plenty of insulin. Troubleshooting was performed. The insulin pump passed the displacement test. With the plunger, insulin had exited when they manually pushed it. They rewound the insulin pump, reinserted a reservoir, and insulin exited when tubing was primed. The customer¿s blood glucose level was 6.3 mmol/l. The customer was advised to change the set and reservoir out and to monitor. The customer will call back if issues continues. The product will not be returned for analysis.